Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. The patient was fine post procedure.

Manufacturer narrative:
Date of this report and date received by manufacturer should be (B)(6) 2016 not (B)(6) 2016 as reported.